Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of stored egm showed an episode of non sustained right ventricular oversensing. On (B)(6) 2016 patient presented again remotely with two non sustained right ventricular oversensing episodes. It was noted that the oversensing was due to low level noise or myopotentials. On (B)(6) 2016 patient presented in clinic for follow up and programming changes were made. Patient was doing well.